Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall. It was further reported that there was a question over whether the patient's im plantable pulse generator (ipg) was functioning properly. The ipg remains in use. No further patient complications have been reported as a result of this event.